Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was not adversely impacted. Reportedly, the customer reverted to manual injections for insulin therapy.